Event description:
On (B)(6) 2012 lead capped due to chronic diaphragmatic stimulation. (B)(6) medical center of (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).